Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is because of the delay in uploading data. This is expected behavior. The reported event is confirmed however its expected behavior. After thorough investigation , we observed in the reports that user has updated the pump to future time causing the data to be ambigious for current date range. To assist with the resolution , provided the below feedback to helpline support team. We see there is gap between uploads made between jan and march. Also during march data upload , user has selected the data limit to be 14 days as per uploader logs below due to the above limit , data from 15th feb only started to upload. To retrieve the missing date range data , below steps can be followed. User should delete the pump in uploader, restart uploader, add the pump back to uploader and upload again using all data option enable control code in csr for this user , that could force uploading data. Please upload once the control code is enabled to retrieve all the data. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is because the user has limited the data during recent upload causing the loss of data. Helpline has not confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the data from january to february was missing in the report. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.